Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's nurse reported customer experienced unexplained high blood glucose. Her blood glucose was 255 mg/dl. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not bent. The device failed the high pressure test due to a motor error. The device was not exposed to a strong magnetic field. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.